Event description:
Nursing staff went to pull up tuberol with the syringe when I realized it was not pulling in the solution, I went to retract the needle and it would not retract. No harm to patient. Event did not reach the patient. This was discovered at time of preparation for the administration. Nurse pulled a new syringe and used without incident. FDA safety report ID# (B)(4).